Event description:
It was reported that this patient was being seen at the hospital for a follow up visit, and the pacemaker triggered the safety mode feature during device interrogation. There were concerns that this device depleted prematurely. During device interrogation, the patient experienced syncope with asystole greater than twenty seconds. The patient recovered and was hospitalized in the cardiac care unit. While the patient was in the care unit, the patient had a pause of five seconds. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Event description:
It was reported that this patient was being seen at the hospital for a follow up visit, and the implantable pacemaker triggered the safety mode feature during device interrogation. There were concerns that this device depleted prematurely. During device interrogation, the patient experienced syncope with asystole greater than twenty seconds. The patient recovered and was hospitalized in the cardiac care unit. While the patient was in the care unit, the patient had a pause of five seconds which was likely related to the unipolar sensing configuration parameters. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.